Event description:
Ptca and intracoronary stenting of the right coronary artery performed in 2008. The procedure was initially started with a 6 french jr4 guide catheter positioned at the right coronary artery. An attempt was made to pass a 3.5 mm x 32 mm rx liberte stent to the lesion, due to calcification and irregularity of the proximal to mid right coronary artery, the stent could not be passed. The stent was removed over the wire and was replaced with a 3.0 mm x 20 mm maverick balloon which was used to dilate the lesion up to 6 atmospheres. Next, the stent was again placed along the wire and advanced to the lesion. Again, it was not feasible to advance the stent beyond the lesion. At this point, the stent became very difficult to move along the wire. It was possible to withdraw the stent along the wire back into the guide catheter but stent movement along the wire was still very stiff and sluggish. The stent was withdrawn in an attempt to remove it from the body. The stent deployment balloon with the stent still attached to it became disconnected from the shaft of the stent delivery device. The stent delivery device was removed intact from the guide catheter. Cinefluoroscopy of the guide catheter demonstrated that the undeployed stent and stent balloon apparatus was still located within the guide catheter at approximately the level of the pelvic brim. It was not possible to withdraw the stent deployment balloon and stent from the guide catheter. At completion of the procedure, the catheter was examined by cinefluoroscopy, demonstrating that the liberte stent had remained within the guide catheter.